Event description:
It was reported that the device would lose power when charging defibrillation energy. The reported failure was observed during device testing and was not involved with any patient use.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.